Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 68 mg/dl. The customer experienced confusion and anxiety prior to being admitted. The caller stated that the customer was accidentally connected to the infusion set during the manual prime. Troubleshooting was not possible because the customer did not know what her settings should be. Advised the caller that the customer would need to contact her health care professional to obtain her settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.